Manufacturer narrative:
(B)(4). This lot was manufactured from july 09, 2014 ¿ july 14, 2014. Evaluation summary: the device was received for evaluation. During visual inspection white particles ranging in size from 1.39 ¿ 1.63 mm were observed floating in the fluid within the reservoir. Fourier transform infrared spectroscopy determined the particle to be acrylic material. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the problem is unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were white particles floating in the solution of a small volume intermate. This was noted after compounding with ceftazidime. There was no patient involvement. No additional information is available. This is report 2 of 4.